Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no processes or material changes related to the reported condition for this product. No issues were found while reviewing process monitoring data. A review of the machine setup was conducted and there were no issues. There were no samples submitted with this complaint. The reported condition could not be fully confirmed. The photograph supplied by the customer does show a piece of green plastic. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Based on the limited information available, the most probable root cause is a piece of the guarding over the elevator rollers came loose after rubbing on a rotating part for a period of time. These guards are green in color but cannot be confirmed if they match the color of the piece found by the customer. The photograph of the sample shows curved abrasions on it suggesting rotation caused the marks. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each production run are visually inspected for foreign material. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 3/28/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with med prep cannula. The customer reports a plastic shard that was discovered in a needleless med prep cannula that they used in one of their production runs. The customer states the shard did not make it into one of their product bottles.